Event description:
Additional information from the local field representative confirmed they were unable to obtain the impedance measurements and the thresholds were high resulting in the explant of the lead.

Event description:
Boston scientific received information that during a normal device change out, this chronic right ventricular (rv) lead displayed increased threshold measurements and was reported being capped. It was noted that the impedance measurements were unable to be obtained and there was changes in the sensitivity, but no further information was reported. There were no adverse patient effects. A request for additional information has been sent.

Manufacturer narrative:
The lead was capped and surgically abandonded. This report will be updated if additional information is received.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.